Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced weakness in the lower extremities. A CT scan was taken, which showed thoracic myelopathy. As a result, patient underwent surgical intervention on (B)(6) 2019 to explant the lead. All symptoms resolved postoperatively.